Event description:
It was reported that during an implant procedure, utilizing an advantage sling system, the physician penetrated the external iliac artery with the trocar (patient age and weight is not known). Heavy bleeding was reported and the physician decided to abort the sling procedure. The iliac artery was surgically repaired and the patient is reported as doing fine with no long term complications. At this time sling placement has not been rescheduled. No device problem was noted.

Manufacturer narrative:
The lot number of the device used is unknown; consequently, the expiration date and the manufacture date of the device are unknown. The complainant indicated that the device has been disposed and will not be returned for evaluation. A device analysis will not be performed; therefore, the relationship between the device and the reported event is unknown.